Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. Upon investigation, the battery did not charge or power up a test monitor. There was liquid contamination within the battery pack, and the pca board was corroded. The source of the corrosion has not been positively identified but is likely due to liquid ingress. The root cause of the liquid ingress could not be positively identified. No adverse event resulted from the corroded pca board. The pt received a replacement battery pack.

Event description:
A zoll pt service rep (psr) contacted zoll customer support to report that a (B)(6) male pt's battery pack had battery faults and was unable to power up the pt's monitor. The pt was issued a replacement battery pack.